Event description:
Drug/diluent: ropivacaine. Fill volume: 550 ml. Flow rate: unk. Procedure: rotator cuff repair. Cathplace: unk. Pt states a pounding in ears and was awakened twice. Dryness in mouth and metal taste. Pt denies numbness or tingling to toes or face, confusion, dizziness, etc. States pain is well controlled and has been using the saf feature at 12, 8, and now 6ml/hr. Pt was advised to clamp off pump and call her physician. F/u with pt 30 minutes later. Physician instructions were to leave pump off and remove it. Pt was in the process of removing catheter. Pt was advised if symptoms continued to contact her doctor and take medication for pain as directed. Pt was instructed to save pump.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: if add'l info pertinent to this event becomes available, I-flow will submit a f/u report. A review of the device history record (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release.